Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a skin irritation. The patient had a blister on his back near the bottom of the garment. The patient went to the ER where the blister was drained and a medication was placed on the area. The patient reported that the blister has since healed.